Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty. The customer planned to continue using their current pump for insulin delivery.